Event description:
There was an allegation of questionable elecsys hcg stat test system results for 1 patient sample on a cobas e 801 module. On (B)(6) 2022, the initial hcg result was 7 miu/ml. The result was reported outside of the laboratory. The physician questioned the result as it did not match the patient's clinical picture. On (B)(6) 2022, the sample was repeated and the result was 800 miu/ml. A new sample was collected and the result was 800 miu/ml. The repeat result was deemed correct. The reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer reported that qc was acceptable on the day of the event. The alarm trace did not contain a conspicuous event. Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.